Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and additional information received from the customer (h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material came out of the air/water nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. Upon further follow up it was noted that none of the reprocessing steps were performed. It is likely that reprocessing steps were not performed at the user facility due to the discovered leak. The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that during inspection, the evis lucera colonovideoscope was found with foreign material exiting from the air/water nozzle and a probe cover bonding failure. The foreign material from the nozzle was reported to be from the previous procedure. The intended diagnostic procedure was completed successfully with a similar device with no delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the distal sheath adhesive part was broken; the water cleaning function was out of standards due to deformation of the nozzle; the light guide lens was broken; there was a crease at switch 2; angulation in the up direction was out of standards due to wear of the angle wire; liquid leaks were found due to deformation of the up, down, left, and right knobs; there was a crease at the universal code at the scope connector; and the electrical connector was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.